Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a radiofrequency ablation procedure, the tip of the catheter allegedly detached from catheter shaft. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one evsrf 100cm catheter was received for evaluation. The device appeared to have residue throughout. Multiple kinks were observed throughout the catheter shaft. The kinks were most likely caused by the way in which the catheter was packed for return. Since the customer did not report any kinks, the kinks will be considered incidental. Tissue was observed throughout the heating coils. A complete circumferential break was observed to the distal tip of the heating coil. The distal tip (glue ball) was not returned. Upon opening the handle, no damage was noted throughout. All wires were noted to be intact and in place. Both batteries were noted to be fully seated within the battery holders. Both battery holders were clean. Due to the condition of the catheter, no functional testing was performed. One photo of the evsrf 100cm catheter was provided by the customer. The photo was reviewed by karen thornley on 29-july-2024. In the photo, the heating coil was laid out flat against a blue surface. The catheter tip (glue ball) was detached from the distal end of the catheter. What appeared to be vein tissue was adhering to the catheter tip and around the distal end of the heating coil. Based on the returned sample and photo, the investigation is confirmed for break and material separation of the heating coil and catheter tip (glue ball). A definitive root cause for the material separation and break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. H10: d4 (expiry date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure, the tip of the catheter allegedly detached from catheter shaft. There was no reported patient injury.